Event description:
"S/p b h/s gel 250cc implants placed subgl through transax incisions. Pt states breasts always feel firm, l more than r. Did "self" closed capsulotomies a few yrs ago but reoccurred. C/o mild systemic c/o's including arthralgias, myalgias, frequent infections (uti, yeast), panic attacks, dizziness, difficulty concentrating, hair loss, dry eyes, and sens. To sun. Sx's come and go. For example, the l shoulder/neck discomfort, and weakness began 1 yr ago. Pt works out vigorously with steps and arm wgts. Gave this up x 3 mos and only recently started back - so far no pain. C/o some mild local discomfort, usually perimenstrualy in breasts. Has not noted decreased size or change in shape."